Event description:
Customer reports 2 consecutive protime inr 1.8 & 1.4. Patient had bruising and a headache. Lab inr 5.2 conducted on an unspecified test system. Patient instructed to received vitamin k, but vitamin k was never administered. Patient therapeutic range 2.0 - 3.0 inr. No report of patient impairment.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc evaluation procedures. Manufacturer method - device returned from user facility and evaluated to manufacturers product performance requirements. Manufacturer results - device evaluation did not confirm malfunction to manufacturers product performance requirements. Manufacturer conclusions - evaluation could not duplicate alleged failure/malfunction.